Event description:
It was reported that the patient with this right ventricular (rv) lead had a syncope episode due to loss of capture (loc). The impedance measurements were in range; however, this rv lead was surgically abandoned, and the pacemaker system was replaced. No additional adverse patient effects were reported.